Event description:
Boston scientific received information that during the procedure to implant this patient's device, this right ventricular lead required repositioning due to poor measurements. Everything was fine following the procedure; fluoroscopy confirmed the lead and device looked good. An echocardiogram was then performed and a cardiac tamponade was revealed. The physician removed 10-15ml of fluid from the patient who was monitored overnight. It is suspected that the repositioning of the lead at the initial implant procedure caused the tamponade. No adverse patient effects were reported. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.